Manufacturer narrative:
Results of investigation: it was reported that during procedure and inside the patient the surgeon went to apply the reduction forceps onto the bone and the ends bent on application. The procedure was finsihed with the same device. No injuries or surgical delays reported. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As lot information was not made available, device history record review cannot be completed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Based on this investigation, the need for corrective action is not indicated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. G1

Event description:
It was reported that during a procedure and inside the patient, the surgeon went to apply the reduction forceps onto the bone and the ends bent on application. The procedure was finished with the same device. No injuries or surgical delays reported.